Event description:
It was reported that the hex portion of the universal tightener broke off while putting in a blocker. We had a replacement device ready.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: a similar device was sent for material analysis and it was determined that the tip fractured in ductile overload mode. The material hardness and composition were found to be within stryker specifications. Conclusion: the most likely cause of the reported event is an overload of the driver tips with the age of the device contributing to the event.

Event description:
It was reported that the hex portion of the universal tightener broke off while putting in a blocker. We had a replacement device ready.